Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, surgeon performed a transforaminal lumbar interbody fusion on patient using the uss system. Postoperative x-ray examination showed a titanium collar fragment chipped off and loose in the patient. Specific level was l1, patient¿s left side. Patient went in for revision on (B)(6) 2025 to get loose fragment removed and replaced.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: photo investigation: the product was not returned to medtech orthopedics; however, photos were provided for review. The photo investigation revealed that ¿498.011, ti collar with grooves¿ has broken. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the ti collar with grooves would contribute to the complained device issue. Based on the investigation findings, ti collar with grooves was broken because of component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): on 05/27/2025 part number: 498.011-us lot number: 37235p8 part manufacture date: 10/14/2024 manufacturing location: brandywine part expiration date: n/a nonconformance noted: n/a a review of the device history record of this lot revealed no complaint-related anomalies. The device history record shows that the ti collar with grooves was processed through all operations on the released routing for part number 498.011 and met all specification requirements at the time of release with no issues documented during manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.